Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3355-4031 serial/batch number (B)(6) was received for evaluation. Functional testing could not be conducted because of the lack of a mating part. A visual inspection revealed damage at the distal end of the tip. Damage to the lenses. The most likely reason for the reported failure is a user error mishandling the device.

Event description:
On 07/31/2024 it was reported by a sales representative via sems- (B)(4) that an ar-3355-4031 arthroscope metal was broken at the hub not allowing it to screw into the camera head. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.